Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned mated and with the color bands of the latches partially visible. The anchor was found deployed at the distal tip of the sheath. Functional testing was performed by redeploying the returned device. The device was set to the fully rear-locked position. The anchor posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
. E3: occupation: inventory specialist the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the physician was pulling the angio-seal device back during the deployment process the device pulled out of the artery. Manual pressure was immediately held, and the patient was reported stable. Afterwards, the rt analyzed the device, and it appeared that the footplate did not deploy. After a few minutes, the rt was able to finally deploy the footplate. The case was an angio. No blood loss or injury was reported. The reported event did not result in surgical intervention. Additional information was received on 10sep2024: the procedure sheath used was a 6.5 french tour guide. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed and met specifications. No product or other devices were used with the angio-seal.